Event description:
Event description guidant received information that the patient with this ventricular lead is feeling dizzy. The patient went in to the ep lab for a tilt test. The lead has increasing impedance readings. At the implant nearly 2 years ago, the impedance was 1100 ohms. The daily measurement data indicates the recent impedance measurement is 2500 ohms. The thresholds and sensing are good. There is no noise on the lead.

Manufacturer narrative:
An x-ray of the leads and the device was performed. There appeared to be a possible lead compromise near the suture sleeves. The patient decided to go back to new york to have his own cardiologist review the data. No further information available. This event will be reopened should more information be made available. The lead remains implanted. No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Our company received information that the patient with this ventricular lead is feeling dizzy. The patient went in to the ep lab for a tilt test. The lead has increasing impedance readings. At the implant nearly 2 years ago, the impedance was 1100 ohms. The daily measurement data indicates the recent impedance measurement is 2500 ohms. The thresholds and sensing are good. There is no noise on the lead. Boston scientific crm received additional information that this lead displayed impedance measurements greater than 2500 ohms in both configurations. The lead also displayed poor r wave measurements and high threshold measurements. The findings will be discussed with the physician. No adverse patient effects were reported.